Event description:
The customer initially called because her meter would not turn on. During the call she stated the meter showed only half of the display segments. Three weeks prior, an ambulance was called for the customer because she was in a diabetic coma. She stated she did not know her meter display was out; the readings on the meter were low when her blood glucose was actually 298mg/dl. She was hospitalized, given lantis and metformin and released two weeks later. Customer was advised to return the meter for evaluation. A replacement was sent to her.